Manufacturer narrative:
(B)(4). The device was serviced by a baxter service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of natural wear to the display pcb is unknown. To correct the condition, the display pcb was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a display printed circuit board (pcb) with natural wear. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.